Event description:
Lead management case to remove a fractured lead. Both leads were prepped with an lld #2. The 5076 pacing lead (implanted 98 months) was extracted using a 12fr glidelight successfully but areas of significant fibrosis were noted on the lead once it was removed. A 14fr glidelight was utilized to remove the 6945 ICD lead (implanted 160 months), however, progress ceased at the subclavian/svc junction. The physician suspected ¿snow plowing¿ and upsized to a 16fr glidelight. The physician was able to continue progress past the subclavian/svc junction, upon reaching the rv the blood pressure dropped. A pericardiocentesis was performed but did not extract enough fluid to resolve the hypotension so a sternotomy was also performed. A tear at the svc/ra junction was repaired, patient survived the intervention and the lead was successfully extracted.